Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported partial clip movement was due to patient anatomy. The reported recurrent mr was a cascading effect of the reported partial clip movement. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, a flail posterior leaflet and a prolapse moderate bi-leaflet, for a mitraclip procedure. A mitraclip was implanted successfully, the final mr was grade 1. There were no clinically significant delays reported. On an approximate date, on (B)(6) 2025, the patient returned symptomatic with dyspnea and a partial leaflet detachment of the posterior leaflet was identified. The mr was grade 4. On (B)(6) 2025, a secondary mitraclip procedure was performed with the patient presenting with grade 4 degenerative mitral regurgitation. A mitraclip xtw was implanted lateral to the partially detached clip and a mitraclip xt was implanted medially. The final mr was grade <1. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.